Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed blisters on her shoulder under the holster strap. The patient used neosporin on the blisters. The blisters had healed after using the neosprin but did leave a mark (scar) on the patient's shoulder.